Event description:
A patient underwent a cultured epithelial autograft dressing takedown and grafting of bilateral flanks. Later that day, a routine chest x-ray demonstrated the possibility of a retained foreign object in the left upper chest. Two days later, a CT scan confirmed a foreign body with radiographic appearance of a thin, 1.3cm curved object. During a procedure a week later the foreign body was retrieved and identified as a needle fragment.

Event description:
A patient underwent a cultured epithelial autograft dressing takedown and grafting of bilateral flanks. Later that day, a routine chest x-ray demonstrated the possibility of a retained foreign object in the left upper chest. Two days later, a CT scan confirmed a foreign body with radiographic appearance of a thin, 1.3cm curved object. During a procedure a week later the foreign body was retrieved and identified as a needle fragment.